Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6 - health effect - impact code: 4625 for sutures and unplanned vitrectomy. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgery was straightforward until the preloaded monofocal intraocular lens (iol) lens was inserted. The iol went in but stayed vertical inside the eye with the haptics folded. When the lens started to adjust, it was on the wrong side. The surgeon had to flip the lens over in the patient's eye which led to creating a hole in the capsule. Vitreous fluid was visible, so a vitrectomy was performed successfully. Miochol and kenolog were used in the process, and a non absorbable suture was applied with standard dressing. The iol was able to stay in the capsule and remains implanted. The surgeon spoke to the patient about the complication and a follow up visit was arranged. No further information was provided.